Event description:
Revision surgery - due to being non-compliant the pt dislocated. The surgeon removed the original size 12 stem and found it to be in good shape. He re-implanted it into the pt, and removed the size 36mm socket insert only. The surgeon replaced it with a size 36mm +4 insert, and added a 8mm monoblock spacer.

Manufacturer narrative:
The reason for revision surgery was identified as dislocation after 28 days of patient use. The products associated with this event were not returned for examination. A review of the DHR showed no ncmrs associated with this product. There is no information regarding patient injuries, activities, accidents that may have contributed to the revision surgery. There are no indications of a product or process issue affecting implant safety or effectiveness. The revision surgery was completed successfully. The root cause for dislocation was most likely the patient's non-compliance, as originally reported.